Event description:
It was reported that a pump will not connect to the customer's network. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to confirm a wireless connection issue. The device passed testing and no malfunction could be identified. The battery module was attached to a known working pump and the device was able to connect to baxter's wireless network.